Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the cone of the access male luer lock (mll) is broken. The reported condition was verified. An investigation was performed allowing to identify that this event is due to: the presence of liquid on the male luer lock (mll) cone or in the female luer lock (fll) before connection (e.g. Use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection. An improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut). Mll design. The combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the end of treatment using a prismaflex m100 set, while preparing to return the blood, the operator disconnected the bloodline from the catheter and ¿the red moving part comes off¿. The blood could not be returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.